Manufacturer narrative:
Corrected data: in review, it was noticed that some information was inadvertently either not included in the initial and follow up #1 MDR reports or some fields were not addressed accordingly in these reports; therefore, this supplemental MDR is to correct the information/address the fields accordingly as indicated below: the following sections were not addressed properly in the section h11 of the initial MDR report: section a3a, a6: unknown; requested but not provided. The following field (b3) was inadvertently not addressed in section "h11" of the initial MDR report: section b3: date of event: unknown, not provided, but the best estimate date is prior to (B)(6) 2024. The information (1)(21)unknown) was inadvertently not entered in section d4 of the initial MDR report: section d4: primary unique device identification (UDI) number: (1)(21)unknown. The following verbiage entered in section "h11" of initial MDR report for section "d4" is not correct and not applicable since the complete model (dxr00v) had already been provided: section d4: model number: a complete model number was not provided. In review, it was noticed that in section "g2" the box for "company representative" was inadvertently not selected. The information has been corrected accordingly: section g2: report source: company representative the following is an updated verbiage to properly address section "g3" correction that was captured in the follow up MDR #1 report (the information was only "correction"; therefor, the box "h2 - additional information" should not have been selected): in review, it was noticed that an incorrect date ((B)(6) 2024) was inadvertently entered in section ¿g3¿ of the initial MDR report which is incorrect. The correct date that should have been entered in the initial MDR report is (B)(6) 2024 as indicated below: section g3: date received by manufacturer: (B)(6) 2024 the following fields (e1) were not addressed in section "h11" of the initial MDR report: section e1: initial reporter establishment name: unknown; information was not provided. Section e1: initial reporter full address (street address, city, state, zip code): unknown; information was not provided. Section e1: initial reporter phone number: unknown; information was not provided. The following information is the correct verbiage that should have been entered in section "h11" of the initial MDR report addressing the section "h3": section h3(no): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a3b, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section d4: model number: a complete model number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section h4: device manufacture date: unknown as serial number was not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lenses (iol) were explanted from patient's eyes bilaterally due to glare. This report is for patient's left eye. Another report is being submitted for patient's right eye. No other information is available.

Manufacturer narrative:
Upon further review, aware date is updated as 10/1/2024 as per source email instead of 10/3/2024. Hence a correction MDR is needed with the aware date of 12/1/2024, the date the information was received and reviewed.